Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample was received for evaluation. The customer's reported condition was not confirmed; the root cause was not identified.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
Baxter clinical specialist reported to baxter corporate product surveillance a clearlink duo-vent continu-flo solution set in which the secondary set was observed backing up into the primary bag. According to the report, the alleged defect occurred about 5-10 minutes after the nurse started the secondary infusion of a 100cc iron bag. The reporter indicated that the primary bag was lowered correctly with the blue hanger provided by baxter. The reporter also clarified that the check valve was inverted and tapped during the priming process. The set-up was attached to a sigma spectrum infusion pump. The primary bag was clamped off and the secondary bag infused with no issues. Therefore, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.